Event description:
A customer reported that the mobi pump would not charge, leading to the pump shutting off. Was no adverse impact to the customer¿s blood glucose level. The customer was advised to use the tandem mobi wall adapter instead of a computer usb port for charging and acknowledged this recommendation. The customer was not at home to perform the suggested troubleshooting steps. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.